Event description:
As reported this left ventricular (lv) lead exhibited loss of capture. The lead was suspected to be dislodged, but an x-ray was performed and did not show an anomalies. Reprogramming was attempted, but that did not resolve the loss of capture. During a revision procedure held on (B)(6) 2018 the lead was abandoned and replaced.

Event description:
As reported summary: this lv lead was thought to be damaged as the patient had balance issues and had fallen multiple times. Loss of capture, high out of range impedances (greater than 2000 ohms) and sensing issues were observed. X-ray was performed and there was no dislodgment noted. Lead revision was performed on (B)(6) 2018 and the lead was abandoned and replaced. Associated MDR 2183787-2018-00024.